Event description:
When facility processes our profile studies, on the corrected data, facility is getting an anterior wall defect and the uncorrected data shows an inferior wall defect user modemed the data and processed it. User was able to duplicate the defects. Data sent to MFR on a zip disk.